Event description:
It was reported that the user received an alert 69 indicating an algorithm data parity check on the ilet pump, and the alert cleared after confirming the battery level was above 50 percent and restarting the pump. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical intervention. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the device generated a transient algorithm parity alert without recurrence after restart, consistent with a software-related alarm condition without component damage. It was concluded, based on previously established findings for similar reports, that the cause was a transient software anomaly resolved by reboot.

Manufacturer narrative:
Initial.